Event description:
Additional information indicates that the patient experienced discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead and ipg were replaced. Therapy was restored post-operatively.

Manufacturer narrative:
Correction: a4 - provided updated patient weight information. D4 - updated UDI information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.